Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, following uneventful laser treatment a surgeon noted an open posterior capsule during the hydro dissection portion of cataract surgery. The surgeon suspects the laser caused the opening in the capsule and the fragmentation was not anywhere near the capsule. Additional information received, a three piece intraocular lens was implanted with the haptics placed in the ciliary sulcus with optic capture. The case was completed without further incident.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate any nonconformity with the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. There are many potential clinical factors that could have contributed to the reported event; however, with no additional information, the reported event cannot be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Actions taken the manufacturer internal reference number is: (B)(4).